Event description:
The customer contact reported a nondelivery. The pump was programmed in an unspecified mode to deliver 1000ml of dextrose 50% and normal saline 0.5% at a rate of 75ml/hr. No further programming parameters were provided. Approximately eight hours after the delivery was initiated, it was reported that the pump display indicated 600ml had infused; however, the solution container was full. The pump was removed from clinical service. Therapy was resumed using a gravity flow regulator until a replacement pump became available. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.